Event description:
A surgeon reported that an intraocular lens was replaced due to dislocation. More informaiton is being sought.

Event description:
The surgeon stated that subluxation of the intraocular lens (iol) and uveitis were noted on 09/2000. The lens was repositioned on 10/2000. The repositioning was noted the the following days to be unsuccessful. The lens was exchanbed on 11/2000. The surgeon also stated that the pt was treated with topical steroids and antiglaucoma agents. No dates of treatment were specified. The surgeon felt the iol dislocated because the lens haptics were not stiff enough to hold it in place. He also mentioned that the had difficulty unfolding the lens.